Event description:
During initial count for case, it was discovered by both circulators and scrub techs that a set of large lap rfd xray that came in the original pack, found to be 4 laps instead of the usual 5. Said lap sponges was removed from field and replaced with new set of lap sponge.